Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt program shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert prior to the replaced battery now alarm. Customer stated that the batteries were not lasting no more than 6 hours before receiving low battery alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now without a low battery warning. New battery did not resolve the issue. No harm requiring medical intervention was reported. The device will be returned for analysis.